Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on the on (B)(6) 2021, the patient was implanted with one biomimics 3d stent (a 6 x 150mm stent) to treat a denovo lesion of the superficial femoral artery (sfa) ostial to distal third segment in the left leg. A retrograde approach was used and the lesion was prepared percutaneous transluminal angioplasty (pta). The site reported that on (B)(6) 2021, a restenosis of treated segment (target lesion) was identified. It was reported as possibly related to the device and target lesion related. The intervention took place on (B)(6) 2021 and consisted of pta/standard balloon angioplasty and laser atherectomy of the sfa proximal third to distal third. This was reported as a target lesion revascularisation(tlr)/target vessel revascularisation (tvr). The event was reported as resolved/recovered and the device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with the additional information, sections d.3. And g.1. Were updated with veryan's new address, section g.6. And h.2. Were updated to show the type of report (follow-up 01) and the reason and section h.11. Was updated to reflect the sections of this report that have changed.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d stent (a 6 x 150mm stent) to treat a denovo lesion of the superficial femoral artery (sfa) ostial to distal third segment in the left leg. A retrograde approach was used and the lesion was prepared percutaneous transluminal angioplasty (pta). The site reported that on (B)(6) 2021, a restenosis of treated segment (target lesion) was identified. It was reported as possibly related to the device and target lesion related. The intervention took place on (B)(6) 2021 and consisted of pta/standard balloon angioplasty and laser atherectomy of the sfa proximal third to distal third. This was reported as a target lesion revascularisation(tlr)/target vessel revascularisation (tvr). The event was reported as resolved/recovered and the device remains implanted. Additional information provided by the site on 14-mar-24 updated the action taken to reflect the percutaneous intervention that occurred on (B)(6) 2021.